Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband called in to report low blood glucose levels. The customer's blood glucose level was between 30 and 40 mg/dl. The customer treated with food and glucose tablets. The caller checked the alarm history and found 1 low battery alert. The caller was unable to troubleshoot due to the customer felt sick and wanted to call the doctor. Nothing was replaced or returned for analysis.